Manufacturer narrative:
Concomitant medical products - model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pacing on a stored episode. It was noted that no reprogramming was completed and the patient will be prescribed a change to their medications. The lead remains in use. No patient complications have been reported as a result of this event.